Event description:
It was reported the atrial lead performance had been declining over the past year with high thresholds, loss of capture at maximum output both in unipolar and bipolar configurations as well as undersensing as maximum sensitivity in both unipolar and bipolar configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.